Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was resetting.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) was completed. The reported problem (resetting) has been confirmed. Upon investigation battery charger/modem would not power on. Upon eval, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event result from the defective battery charger / modem.